Event description:
Customer reported that she had high blood sugars. Customer stated that her insulin pump is not working properly and the insulin is not dispensing accurately. Customer stated the drive support cap is loose in her insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had loose/shifted end cap sticker. Drive support disk was inspected and no anomaly noted.